Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. No adverse patient effects were reported. Lead remains in service and the patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.